Event description:
The manufacturer service technician reported that the device was running unintentionally during testing while it was being serviced. There were no adverse consequences related to this event.